Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2024 , a 18mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer torqvue 45x45 delivery sheath. During procedure, the left atrial pressure was 12mmhg and a baseline trivial pericardial effusion was noted on the day of procedure. The amulet was successfully implanted. Two and half months after the procedure, the patient passed out and presented in the hospital. A transesophageal echocardiogram (tee) was performed and circumferential 2cm pericardial effusion was noted. A cardiac tamponade was also noted. A pericardiocentesis was performed and 350 ml of old blood was drained. The physician mentioned the cause of effusion was amulet device. The patient was reported stable.

Manufacturer narrative:
An event of patient-device incompatibility (implant related to tissue damage) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, the cause of the reported implant related to tissue damage, pericardial effusion lead to cardiac tamponade and fainting could not be determined. The reported hospitalization and unexpected medical intervention were resulted of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.